Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and pubovaginal sling suspension due to sui. It was reported that the patient underwent tightening of mesh and cut on (B)(6) 2012 due to stress urinary incontinence, vaginal pain and mesh erosion. It was reported that the patient underwent excision of mesh on (B)(6) 2013 due to incontinence, severe vaginal pain, bladder infections and painful sex.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.